Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced issues with the wake button turning on the pump screen, reportedly, the wake button has now stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump and has back up manual injections for insulin therapy.